Event description:
The consumer reported that the patient had an infection and had a recurring issue of urgency and blood in urine. This was due to a sudden change in symptoms in (B)(6) 2016. The health care provider (hcp) initially thought it was a urinary tract infection (uti), but the culture was not presenting the bacteria expected. The patient had been given the antibiotic macrobid with each occurrence and while on that the urgency and blood in urine went away. The urgent care provider said it could be a kidney stone or some sort of infection, but it was unknown what. The patient would be having an ultrasound of the bladder area today to help diagnose the issue. It was unknown if this was related to the patient's implantable neurostimulator (ins) device or therapy and the hcp mentioned that sometimes implanted devices could get bacteria. The infection was not confirmed and was presumed as the symptoms responded to antibiotics. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient that reported that the return of urgency and the blood in the patient's urine had not resolved and the last episode was (B)(6) 2016. The patient had a visit with her urologist/gynecologist to discuss the return of urgency and blood in her urine and a CT scan and office test was ordered. The CT scan was completed on (B)(6) 2016, and the patient has another appointment on (B)(6) 2016 for additional tests. There was no change in activity or device programming that led to the return of urgency and the blood in her urine. The patient experiences bleeding every 3-4 weeks. The patient is not sure why it comes on suddenly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.